Event description:
Medtronic regulatory affairs in (B)(4) was notified by the (B)(6) that during a hepatectomy surgery, the shaft of the instrument detached from the handle and fell into the patient's abdomen while cauterizing the liver of bleeding.

Manufacturer narrative:
The medtronic xomed instrument (mxi) facility analyzed the item and determined that it functioned within design specifications. Bio-engineer at the hospital determined one of two potential root causes: user has not well controlled the device after assembly and before use. Physician punched the disassembly button during the surgery. The patient was unaffected by the event. Cauterization was completed. Mxi was unable to obtain the patient information from the reporting facility.